Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address pain and dislocation. Intraoperative findings include a large amount of fluid, moderate amount of corrosion at the head-neck junction, significant amount of fibrous inflammatory debris. Patient has complained of limping, decreased range of motion. Patient has a history of multiple falls with subsequent complaints of pain and then tenderness upon examination. Patient also has developed abductor weakness following the fall.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges severe pain, limited mobility, difficulty participating in daily living activities, trouble and painful walking, standing, sitting and sleeping, inability to exercise, maintain a healthy weight, damage to muscle, tissue and bone, multiple dislocation events, mental anguish, anxiety, stress and injury. Lab result provided indicates that the blood cobalt level prior to revision is below 7.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
The patient experienced pain and recurrent dislocation. There has been no revision. On oct 27, 2017: litigation received: litigation alleges damage caused by defective pinnacle hip implants.